Event description:
It was reported that stent moved on balloon occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a 2.0x15mm maverick balloon catheter was used for pre-dilation, a 2.75 x 28mm synergy ii drug eluting stent was advanced but failed to cross the lesion due to calcification and angulation. It was noted that the stent strut was caught in the lesion and stent moved on balloon occurred. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. No stent attached. The stent was returned alongside the device for analysis. The stent was damaged along its entire length with stent struts stretched and elongated. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a 2.0x15mm maverick balloon catheter was used for pre-dilation, a 2.75 x 28mm synergy ii drug eluting stent was advanced but failed to cross the lesion due to calcification and angulation. It was noted that the stent strut was caught in the lesion and stent moved on balloon occurred. The procedure was completed with another of the same device. No patient complications were reported.